Event description:
Approximately (B)(6) 2024 a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient reported ongoing stoma site discharge but no signs or symptoms of an infection or any treatment at the time of a visit. It was reported that some months ago, approximately (B)(6) 2024, the patient was investigated for infections and given unknown antibiotics. No further information was available.

Manufacturer narrative:
Catalog number in d4 is the similar us list number; the international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.